Manufacturer narrative:
(B)(4). The reported field event of an inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Event description:
It was reported that a patient was presented in the operating room for a device upgrade procedure. After inserting the atrial lead into the port of the new device, the physician attempted to tighten the setscrew but did not hear the torque wrench click. The physician performed a tug test and confirmed that the lead was firmly in the header and the measurements were all normal. Another attempt to tighten the setscrew until the torque wrench clicked was made, but the physician was unable to get the setscrew to back out. It was suspected the setscrew had been stripped. After several failed tug tests the set screw was entirely displaced from the header. The device was not used, and a different one was implanted instead without adverse consequence to the patient.